Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that before intraocular lens (iol) implant procedure, broken haptic was noticed. There was no patient contact.

Manufacturer narrative:
Additional information has been provided in d.9., h.3., h.6., and h.11 the product was returned for analysis and the reported complaint was observed. Lens received loose in an open company iol (intraocular lens) pouch. Solution and bloodlike substance are dried on the lens. One haptic is broken/torn and not returned, the other haptic is marked-rejectable. There are marks and loose fibers on the optic. We are unable to determine the root cause for the reported complaint broken haptic, no patient contact/impact. The product was subject to handling. The iol was returned with solution and bloodlike substance dried on it. The reported complaint lacks sufficient detail regarding at what point during the surgical procedure the issue arose. In addition to this, all iols are 100 percent cosmetically inspected as per approved manufacturing procedures and the observed lens damage would not meet our current release criteria. Based on these investigation findings, we are unable to verify if the iol contributed to the event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).